Manufacturer narrative:
The product is not expected to be returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead had dislodged causing loss of capture and high threshold measurements. The patient reported experiencing dizziness and syncope as a result. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.